Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that concern was expressed regarding the rate of depletion this implantable cardioverter defibrillator (ICD) is exhibiting. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised the rate of depletion may be normal and suggested continued monitoring. The information provided suggests this ICD remains implanted. No additional information is available at this time. Should more information become available, this event will be reopened. Approximately three years later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--